Event description:
Physio-control was performing a contract inspection, testing, and maintenance of the facility's defibrillators when a burned odor was detected from one device. The device was opened and inspected and a burned area was observed on the biphasic pcb assembly. It is unk if the discrepancy affected the operation of the device but there were no reports of any adverse effects as a result of the use of the device.

Manufacturer narrative:
Physio replaced the biphasic pcb assembly and then observed proper device operation through functional and performance testing. The device was returned to the customer for use. Further evaluation determined that a capacitor, designator c25 had electrically shorted, overheated, burned itself and the area near it, and then fallen away from the pcb assembly.